Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture, baker grade iii, swelling, discomfort, "seroma" of 80 cc's". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side capsular contracture, baker grade iii, swelling, discomfort and "seroma" of 80cc's". No treatment or surgical reoperation has occurred. Device remains implanted.